Manufacturer narrative:
Pending investigation.

Event description:
The patient was implanted with a hip prosthetic cup from exactech. As part of the manufacturer's recall campaign, the patient presented herself for a check-up. In the x-ray control there was a clear decentering of the prosthesis head and unusually large osteolysis in the acetabulum as a sign of inlay wear. This was possible when the inlay was changed to a vitd-hardened one on (B)(6) 2024 specially approved inlay (novation xle +5mm lateralized liner, group 2, 36 mm i.d., ref (B)(4), sn (B)(6)) be verified. As part of the replacement operation, in addition to the inlay replacement, the firmness was determined, socket integrity of the replacement of the prosthetic head.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: implanted with a lateralized liner. The revision reported was likely the result of a combination of both patient-related conditions and the risk factors specified in the hhe including but not limited to use error, implant positioning, implant size selection, and patient factors, which led to polyethylene wear. However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided at the time of this evaluation.

Manufacturer narrative:
H6: correct health effect - clinical code.